Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an interventional procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, after suture deployment difficulty was encountered removing the device. The subcutaneous tissue tract was enlarged freeing the device for removal. After advancing the knot to the arteriotomy excessive oozing occurred. Leaving the suture in the vessel, a second proglide device was deployed, but after suture deployment difficulty was encountered retracting the foot. The foot was cycled opened and closed and the device was pulled out from the vessel with a chunk of fibrous scar tissue attached between the foot and sheath. The second proglide device achieved hemostasis. An angiogram was performed of the access site which revealed thrombosis at the closure site and the suture of both proglide devices were deployed in the appropriate location in the common femoral artery. All sutures were removed, thrombosis was surgically removed, and the vessel was surgically repaired and sutured to achieve hemostasis. There were no reported adverse patient sequelae. A significant clinical delay was reported in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the other perclose proglide device is being filed under a separate medwatch manufacturer report number.the customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.